Event description:
It was reported that the patient was experiencing sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Device testing was conducted and showed abnormal results. Revision surgery has been scheduled.